Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the recharger back light was not working normally and it was not as bright it used to be. In addition, it was reported that the patient was turning the stimulation on and off, and felt a jolting shock. It was painful and it hurt the patient. The patient was afraid to use it. It was noted that the device was shut off and it was okay at the time of the report. It was reviewed with the patient that the stimulation should be lowered down if the device want to be used before the patient turns it on. There were no further complications or anticipations reported with this event.